Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-4316, serial #: (B)(4), description: next generation anchor kit-sterile; model#: sc-8336-50, serial #: (B)(4), description: coveredge 32, 50 cm 4x8 surgical lead.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Sc-1132 (sn: (B)(4)) device evaluation indicated that the source of the ipg site discomfort and affected bladder issue was not determined. Current leakage tests verified no loss of electric current into the surrounding tissue. After activating the stimulation, its outputs were monitored on an oscilloscope. All outputs were steady and accurate on all the electrodes. Residual gas analysis verified that the device insulation was not compromised. The device passed the required tests and exhibited normal device characteristics. Sc-8336-50 (sn: (B)(4)) device evaluation indicated that visual/x-ray inspections and impedance test revealed no anomalies. Sc-4316 (lot:17248767) device evaluation indicated that one of the eyelets was torn with missing silicon material. Additional information was received that the missing silicone was not left in the patient's body. It was discarded at the facility.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The patient underwent an explant procedure. No device malfunction was suspected.